Manufacturer narrative:
Attempts to obtain additional information were unsuccessful, as the employee is no longer with boston scientific. There was no indication of any written communication received after providing the recommendations to the technician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited noise and high pacing impedance measurements greater than 2,000 ohms. The lead safety switch (lss) was also triggered, and as a result the configuration was changed from bipolar to unipolar. The pacing lead impedance in unipolar was approximately 500 ohms. Boston scientific technical services (ts) reviewed device data and recommended obtaining a chest x-ray and performing additional troubleshooting. No adverse patient effects were reported.